Event description:
It was reported that the user experienced two hypoglycemic events while using the system with an fsl3+ sensor, despite following routine use and announcing meals, and that the device provided low and urgent low alerts. Symptoms included low blood glucose measured to 54 mg/dl for about 30 minutes without additional clinical symptoms. Outcomes included self-treatment with oral glucose using juice and glucose tablets, with no professional medical intervention and no assistance required. Investigation included troubleshooting and education with plans for additional training, including arranging a spanish-speaking trainer. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device malfunction identified and no component-specific issue reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.